Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a rep indicated there was no surgical intervention on (B)(6) and no devices were removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a rep indicated that on (B)(6) 2019 an infection was found at the connection site (note: ins site). On the same day, they found that contact 3 had high impedance, so they changed the patient to contact 2 which was normal. On (B)(6), they got rid of the parts at the connection site at the operating room, and found that contact 2 now had high impedance and contact 3 was now normal. The next day the patient was changed back to contact 3. An MRI was performed and the results were normal. On (B)(6), contact 3 again had high impedance and contact 2 was normal, the patient was changed back to contact 2 and felt better afterwards. On (B)(6), the patient had an x-ray which showed the device connection was normal. The reason for the shifting of high impedance was currently unknown. No device has been removed or replaced.

Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot# va1mhww, implanted: (B)(6) 2018, ubd: 03-jul-2020, UDI#: (B)(4), product type: lead; product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2018, ubd: 17-nov-2021, UDI#: (B)(4); product type: extension; product ID: (B)(4), serial# , implanted: (B)(6) 2018, ubd: 28-nov-2021, UDI#: (B)(4); product type: extension; product ID: 3389s-40, lot# va1mhww, implanted: (B)(6) 2018, ubd: 03-jul-2020, UDI#: (B)(4); product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had high impedances, regardless of whether the amplitude was tested above or below 3v the impedance was high and showed an out of regulation (oor) message on the patient controller. The impedance was shown as high only on the contact that was being tested, but was always high when testing a contact (for example, when testing contact 2, contact 2 would be high and the other contacts would be normal - but when contact 3 was tested, contact 3 would be high and all the other contacts normal). The patient was scheduled to have their implant checked at the operating room and an MRI was planned. There were no external, environmental, or patient factors suspected to be involved in the issue. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Event date corrected. If information is provided in the future, a supplemental report will be issued.